Manufacturer narrative:
(B)(4).

Event description:
Tc-plus sol im rod broke during surgery and the fragment fell in patient. The fragment was successfully removed from the wound. From a new opened instrumental set a backup device was available. Surgical delay greater than 30 min. Patient got a bigger scar.